Event description:
Knee revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6) hospital. Original surgery was performed on (B)(6) 1994 by dr (B)(6) at (B)(6) hospital. Patient has done very well until approximately 1 year ago when she began to feel pain. On opening, components were well fixed. Poly meniscal bearings were broken and worn. New bearings were implanted. Knee tracking well patella was also resurfaced as this had not been done at time of primary knee. Patient initials (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A review of the information made available confirmed that insufficient information had been provided to complete a full complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required.